Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver was received for evaluation. The encor driver was visually inspected upon receipt and was found to be in good overall condition and functions normally. It was also found that the device was contaminated with blood along the interior of the housings and in the gears, the sensor cover was scratched and contaminated with blood, both latch strikes and both distal caches were discolored. Upon disassembly, it was discovered that there was corrosion and blood impacting the pcb of the control cable, motor 2 was found to have exposed wire toward the connector. The device was functionally tested and passed the tests, however the device was contaminated with blood and had defective components. No other anomalies were identified. Therefore, investigation is determined to be unconfirmed for reported device took multiple samples without being prompted to do so. The root cause cannot be determined as the problem could not be reproduced. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2099), g3. H11: h6(method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a breast biopsy, the device took multiple samples without being prompted to do so. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2099). Device pending return.

Event description:
It was reported that during a breast biopsy, the device took multiple samples without being prompted to do so. There was no reported patient injury.